Manufacturer narrative:
The report of a pump stop was confirmed based on the evaluation of the submitted and retrieved system controller log file; however, a correlation between the device and the reported gastrointestinal bleeding, syncope and falls could not be conclusively determined. The log file captured an event where during a power source exchange from 14v batteries to the power module, there was a complete loss of power. The system remained stopped until power was re-connected. The alarm cell returned with the system controller was depleted, which indicates that it had been alarming during the event. The alarm cell produces a continuous tone alarm (without leds illuminated) until depletion when the system controller is connected to a pump without power available. This alarm condition is consistent with the reported event. The log file also captured multiple low voltage advisory alarms due to low battery power. The alarms resolved following a battery exchange and there were no low speed events or pump stoppages captured due to battery depletion. The patient remains ongoing on pump support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. The system controller was received for evaluation on 2aug2017, however, the evaluation is not yet complete. Approximate age of device - 5 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was found unresponsive by the spouse, and that the device was alarming. It was reported that no illumination lights were seen on the primary system controller. The patient¿s family member changed the primary system controller to the backup controller. The responding paramedics confirmed that there was an lvad hum on auscultation. The patient was admitted, intubated and was placed under intensive care. The vad clinicians reported that the patient had history of gi bleed, syncope and frequent falls at home, that had been previously unreported to the manufacturer. An esophagogastroduodenoscopy was performed and found a single angioectasia/ arteriovenous malformation (avm) on the greater curvature of the stomach body, and it was stabilized using argon plasma coagulation (apc). A nodular gastric antral vascular ectasia (gave) was seen in the antrum and 2 hemoclips was used and the remainder areas were treated with apc. It was plausible that the patient became unresponsive first then the batteries became depleted until the pump stopped. The patient was discharged and was started on octreotide injections daily for 40 days. The patient was not any anticoagulation. The manufacturer's technical services reviewed the log files and reported that the system was running on battery power and was operating as designed until the charge depleted below the threshold voltage necessary for operation resulting in a pump stop for an unknown period of time. Power was then restored briefly before the controller was disconnected. This was immediately followed by the connection of the backup system controller. The system with the backup controller operated as designed. No additional information was provided.